Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system presented left ventricular intermittent loss of capture and high capture thresholds. This crt-d system was reprogrammed. This crt-d system remains in service. No adverse patient effects were reported.